Event description:
It was reported that the customer received a button error alarm on her insulin pump. The customer stated the insulin pump was not exposed to more sweat than normal and that it was 90 degrees fahrenheit that day. Her blood glucose level was 485 mg/dl, which she stated was high due to only taking rapid acting insulin. The customer treated with an injection and was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump received with cracked case at display window corners, cracked reservoir tube and battery tube threads, minor scratches on display window, missing end cap sticker and stripped battery cap coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.